Event description:
It was reported that the cartridge was leaking from the canister. There was no adverse impact to the customer's blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.